Event description:
A customer reported that a patient death occurred. The nurse noted a visual alarm on the cic, however, no audible alarm was heard. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.